Manufacturer narrative:
Device 1 of 3. Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report numbers: 1627487-2009-00204 and 1627487-2009-00205. The pt was implanted with his ipg, an extension, and a lead on 8/8/2007. It was reported that about a month later on (B) (6) 2007, the pt went to the emergency room with a fever and his neurostimulation system was explanted and discarded by the hosp. The physician stated that he believes the infection was not product-related and came from the skin at the time of surgery. The pt did not receive another system. Follow up with the pt found that he had recovered from the infection.